Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6), open reduction internal fixation with expert antegrade femoral nail (afn) (B)(6) system (200mm, 13mm diameter) was applied to oblique fracture between the diaphysis and distal parts of the femur. After a locking screw and expert retrograde femoral nail (rfm) spiral blade were inserted for distal side stopping, the surgeon moved to the process of proximal screw insertion. [Interference between drill bit and nail]: when the surgeon tried to drill the bone for the second most proximal screw hole on the nail, the drill bit interfered with the nail. The drill bit penetrated the lateral side of the cortical bone and went into the bone. However, it did not penetrate the medial side of the cortical bone. [Insertion of end cap (1)]: after the connecting screw (expert rfn) was removed, the surgeon tried to insert the end cap into the nail using a screw driver with type t40 through the insertion handle. However, the end cap could not be inserted. [Removal of blade inserter]: the surgeon tried to remove the connecting screw from the blade to disassemble the devices. However, it was very hard to do this since the screw had been tightened on the blade too firmly. Finally, the surgeon somehow could do this using a pin wrench and other tools. [Insertion of end cap (2)]: while the surgeon tried to insert the end cap, it easily came off the screw driver with t40 type inside the patient¿s body. Also, it was very hard to re-attach the end cap to the screw driver inside the patient¿s body. Finally, the surgeon somehow succeeded in it, and could insert the screw. The proximal screw was inserted using a power tool. The surgeon drilled the bone using a drill bit with 4.0 diameter, then could insert the screw successfully. The surgery was delayed with 40 minutes. There was no adverse consequence to the patient. The surgeon commented that there was no dry run to test. Concomitant devices: percutaneous insertion handle (part: 03.010.046, lot: l463603, quantity: 1); 12.0mm/8.0mm protection sleeve 188mm (part: 03.010.063, lot: l376013, quantity: 1); 8.0mm/4.2mm drill sleeve 200mm (part: 03.010.065, lot: l467704, quantity: 1); 4.2mm trocar 210mm (part: 03.010.070, lot: 9747135, quantity: 1); 15.0mm/13.0mm protection sleeve with spiral blade aiming arm (part: 03.010.081, lot: 9853397, quantity:1); 13.0mm/3.2// wire guide for spiral blade aiming arm (part: 03.010.082, lot: 9853394, quantity: 1); spiral blade inserter for rfn ¿ expert (part: 03.010.084, lot: 9853390, quantity: 1); arm for proximal aiming device for rfn ¿ expert 160mm-200mm (part: 03.010.142, lot: l416112, quantity: 1); module for spiral blade locking for proximal aiming device for fmn 160mm-200mm (part: 03.010.144, lot: l439478, quantity: 1); cannulated connecting screw with internal thread for percutaneous insertion handle (part: 03.010.146, lot: u259224, quantity: 1); antegrade femoral nail ¿ expert (part: unknown, lot: unknown, quantity: 1). This report is for a connecting screw for inserter for titanium (ti) spiral blades. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 357.340; lot: 9895953; manufacturing site: bettlach; release to warehouse date: april 26, 2016. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation site: cq zuchwil; selected flow: 2. Device interaction/functional visual inspection: the complained connecting screw is in used but still usable condition. There are some scratches visible at the shaft which come from contact with the inserter. However, despite those scratches, the device could be used as intended. Therefore, we are not able to identify the root cause for the reported problem. The connecting screw in question is not the source of the complained issue. No product fault could be identified. Therefore, this complaint is not confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.